Event description:
It was reported that the vns patient¿s device showed low impedance (impedance value < 600 ohms) for the past few weeks and that the patient was having an increase in seizures. X-rays were taken and were reported by the physician to be unremarkable. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.